Event description:
It was reported that on (B)(6) 2013 the cvc was placed. On (B)(6) 2013, upon a chest x-ray being taken, the swg was noted to be in the superior vena cava. The patient was transported to akron city hospital to their special procedures department and the swg was removed. The patient then returned to summa western reserve hospital for observation. Per the risk manager, there was no further action required. Another catheter was not placed. There was no delay in treatment. No complications or death occurred to the implant.

Manufacturer narrative:
(B)(4).